Event description:
It was reported to fresenius that a patient experienced 200ml of blood loss one hour and twenty minutes into a patient¿s hemodialysis treatment using the fx coral 120 dialyzer. It was noted that blood leaked due to dialyzer membrane rupture. There was visual presence of blood in the dialysate compartment. The treatment was stopped and the patient was reinfused. The sample is not available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for evaluation. The reported event is adequately described in the instructions for use and/or the label and is not related to falsification. Due to 100% testing, it is unlikely to detect a failure in the retention sample. Although the dialyzers are 100% tested for leaks, leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The device history record (DHR) review showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during review. No further complaint was found during complaint history review. The reported event is described in the risk analysis.